Manufacturer narrative:
Model: 72400098, lot: 410998018, control pump fgs, device incontinence mechanical/hydraulic. Model: 72400024, lot: 399896007, balloon fgs 61-70 cm, device incontinence mechanical/hydraulic.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to device was not working properly. All components were explanted and replaced. No adverse patient effects. Additional information was received. Balloon was completely empty. No adverse patient effects.